Event description:
Product returned for intermittent switch function.

Manufacturer narrative:
The 510 (k) is for first fr2 marketed. Intermittent component failure where the event is interpreted to be overall device performance.